Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, the rear and front housing were damaged, and the downstream occlusion (dso) sensor and upstream occlusion (uso) seal were contaminated by fluid ingression. There was no evidence in the device's event history log to review. To conduct functional testing, three accuracy tests were performed. Upon testing, the reported problem was duplicated. The root cause was unable to be determined, and the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an over delivery, device had 7.9ml left to infuse but stated no disposable. It was confirmed device was empty. This is outside of the 6 percent. Tubing details not available, gravity is used for priming. Infusion ended 3 to 4 hours early according to the contact. No adverse patient effects were reported by the customer.